Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR# 9610726-2011-00250.

Event description:
It was reported that, "1 dosage of simplex p mixed with 1 dosage of tobra in the acm mixing system for 1 minute and 30 seconds by the surgical team. The room temp was 62.6 degrees. It was loaded into the cement gun and extruded properly through the nozzle. When the surgeon tried to retrograde fill the canal, the gun or the cement locked up. He could not extrude any more. He then tried to extract what was in the canal, but could not get it all before it hardened."